Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was 89 mg/dl. It was explained to the customer that the alarms may be due to site, set or reservoir issues. The troubleshooting was performed. The customer was advised that we will sent samples of a quickset with a smaller cannula. The customer was advised to monitor the insulin pump and call back if problems persist.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.